Event description:
It was reported that the delivery device was placed into the patient's mouth and when it was deployed the capsule did not attach to the esophagus. It still remained attached to the delivery device. They placed another capsule on the same procedure and still did not attach.. There was no patient and user harm.

Manufacturer narrative:
D10 concomitant products: fgs-0635 cf delivery dev caps bravo x5 - fgs-0635, lot# 63888f. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.